Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) displayed a fault code and end-of-life (eol) battery status. No adverse patient effects have been reported.